Manufacturer narrative:
On 09/13/2019, the mentor failure analysis lab received the device for evaluation. On 10/04/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture. During evaluation of the device, it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by a physical examination performed by doctor. The preoperative diagnosis stated that there is possible bilateral intracapsular rupture. In addition, the preoperative diagnosis stated that the patient developed extensive contracture bilaterally. The baker grade for the capsular contracture was not specified. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.